Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens but the lens would not advance in the cartridge and became stuck. There was no patient contact or injury. The reporter stated it was unknown if the lens was damaged or why it became stuck.